Event description:
It was reported to boston scientific corporation on (B)(6) 2013, that a resolution clip device was used for hemostasis during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The nurse reported she had trouble getting the handle to fully slide open. The clip was pulled off of the tissue and removed from within the patient while still attached to the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
It was reported the patient is over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.